Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical equipments - monitor and its holder xs12. The customer reported incident of staff hitting head on monitor. According to the allegation, the staff sustained severe brain injury and required medical intervention. We decided to report the issue as based on the customer statement, led to serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code explain: device not returned to manufacturer. Corrected h3c if other provide code explain: n/a. Getinge became aware of an issue with one of surgical equipment monitor and its holder xs12. The customer reported incident of staff hitting head on monitor. According to the allegation, the staff sustained severe brain injury and required medical intervention. We decided to report the issue as based on the customer statement, led to serious injury. There is no information if the claimed device was being used for patient treatment or diagnosis when the event took place. No additional information was provided in order to be able to clearly describe what happened. The investigation cannot be carried out. The information collected is not sufficient to determine the cause of the incident and does not allow the identification of a potential device failure. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).